Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a serious injury or death.

Event description:
On (B)(6) 2012, it was reported that this patient's lead was replaced on (B)(6) 2012 due to high impedance. The generator was explanted due to end of service. The high impedance was first seen on (B)(6) 2012 during surgery. No programming history or x-rays were available. It was unknown is patient manipulation or trauma preceded the event. No additional information was available. A battery life calculation indicated 0 years remaining. It was initially reported on (B)(6) 2012 that this vns patient would be undergoing generator revision for an unknown reason. An implant card received on (B)(6) 2012 indicated that the patient underwent full revision on (B)(6) 2012 for battery depletion; however, no information was received regarding the lead revision until (B)(6) 2012. Attempts for product return were unsuccessful as patient consent was needed for the return of explants.